Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
3004209178if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, at the first firing, the device was not able to be fired. They then used another product to resolve the issue in order to complete the case.